Event description:
It was reported that the patient who is a subject to a vns study was hospitalized due to increased seizures. The patient was stabilized shortly after hospitalization. The patient¿s system was tested and system and normal mode diagnostics returned high impedance results with dcdc 7, output status. The physician indicated that the activity of the generator could be detected with the electroencephalography with a lead placed on the vagus nerve. X-rays dated on (B)(6) 2015 were reviewed by the manufacturer. The generator appears in the upper left chest in a normal arrangement. The filter feed-through wires appeared to be intact. The lead-pin was fully inserted into the generator¿s connector block. The electrodes appeared to be placed on the vagus nerve in a normal arrangement. A strain-relief bend and loop were visible. Three tie-downs were found holding the lead. Part of the lead was behind the generator. No lead break or sharp bend was found on the visible parts of the lead. Review of manufacturing records confirmed that the generator and the lead passed all functional tests prior to distribution. Additional info indicated that the generator was not at neos. The patient had been discharged. No trauma or any manipulation of the vns system was suspected. The increased seizures had debuted a few weeks before the hospitalization. It was reported that the seizure rate was below the pre-vns baseline level. During the hospitalization no seizures were observed; the patient¿s medication was changed during the hospitalization. No known surgical interventions have occurred to date.

Event description:
Further information from the physician indicated that the increase in seizures started on (B)(6) 2015. The severity of the event was moderate. It was reported that the event was possibly related to vns implant and stimulation. The patient's treatment was not changed. The event was indicated as a serious adverse event because it resulted in an hospitalization. It was reported that the event did not cause the subject to discontinue from the clinical study.

Manufacturer narrative:
Device manufacturing records were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.